Event description:
It was reported that a female patient was admitted for a femoral neck fracture of an exeter stem. Stem was replaced with another exeter stem and a biolox ceramic head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report dated (B)(6) 2015. The fractured exeter stem is shown in figure 2. Figure 3 illustrates a scratch that is present on both sides of the fractured exeter stem, indicating the scratch existed prior to fracture. The neck fracture surfaces associated with the stem body and femoral head can be seen in figures 4 and 5, respectively. Based on macroscopic features, the direction of fracture was determined and is illustrated in figure 5. The fracture originated on the lateral stem surface and progressed medially. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional test was not performed as the event cannot be replicated. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the investigation concluded that the exeter stem failure initiated in fatigue, and then progressed in overload. However, there is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a female patient was admitted for a femoral neck fracture of an exeter stem. Stem was replaced with another exeter stem and a biolox ceramic head.